Manufacturer narrative:
The impella was received for evaluation. Upon completion of the investigation, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support it was reported that the impella alarmed ¿placement signal low¿ and ¿impella in ventricle¿ multiple times. Echo was performed, impella was repositioned with echo guidance. The patient continued on support until the device was successfully weaned.

Manufacturer narrative:
The investigation of positioning issues has been completed. The data logs from the field were not recovered. The pump and purge cassette were returned for investigation. Investigation showed no abnormalities and nominal 5s parameters. The pump was soaked in warm water and tergezyme and run for 10 minutes at nominal parameters. The cause of the positioning issue was most likely patient movement due to the bedside nurse report of patient bending their leg 'several' times before placement signal low alarms occurred. After the physician repositioning, issue was not reported to have occurred form the remainder of the case.